Manufacturer narrative:
Additional MFR narrative: quality controls of the related product's batch records have been performed. The product is compliant with specifications. Corrected data: a medical expert was contacted for his opinion on this case. According to the received investigations, this case seems related to a granuloma, which is a well-known adverse reaction in the context of hyaluronic acid filler injections. Granulomas are caused by a delayed immune reaction of the body in response to the implant being treated as a foreign body. As it is unable to eliminate the implant, the body surrounds it with immune cells (macrophages) forming a more or less hard and inflammatory mass. A treatment with hyaluronidase and anti-inflammatories generally allows to treat these reactions quickly and effectively, although certain granulomas at an advanced stage might be unresponsive to hyaluronidase. The risk of such reaction is mentioned in the instructions for use of teosyal products. Batch analyses undertaken confirm that the product passed sterility and quality compliance tests, therefore the imputability of the product seems dismissed.

Event description:
This case occurred outside of the united states, in (B)(6). According to the information received on 26-jul-2021, a patient was injected on (B)(6) 2021 with teosyal rha 4 (tpul-202725a0), in the periorbital and malar areas, nasolabial folds and the lips. Five months later, the patient experienced 2 granulomas in the right periorbital zone and the left marionette line. As corrective treatment, the patient received corticoids (desonide and prednisone), antihistaminics, and an infrared laser session. Following several weeks of corticosteroids therapy, the patient was reported to be improving. Despite several attempts at clarification, the diagnosis of granuloma was not confirmed via a test (such as biopsy or ultrasound) and the injector declined to provide us with further information. Therefore, the case was initially assessed as not reportable. On 19-nov-2021, the injector eventually sent us a complaint form with more details along with some pictures. A medical expert was contacted for his opinion on this case, considering that the granuloma diagnosis had not been confirmed, the diagnosis was uncertain, and no other symptoms typical of granulomas were reported. According to this expert, a granuloma is a histological definition and can only be confirmed with a biopsy, especially when there is no sign of inflammation. In his opinion, this case could be a nodule or an injection site mass due to a superficial injection of the product. However, the diagnosis of granuloma was not completely ruled out by this expert. Moreover, following an (B)(6) inspection in october 2021, a new way of assessing the reportability of cases involving "granuloma" was implemented. That is, all events of granuloma - unless clearly ruled out - are considered reportable events. Therefore, this case became reportable.